Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 14-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had severe cramping and heavy bleeding after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. These events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had uterine polyps, which could be an alternative explanation for her bleeding. Nevertheless, as the consumer recovered with devices removal; causality with essure cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0501, awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that she had a total hysterectomy this year (2015) due to heavy bleeding, severe cramping, extreme headaches, hypertension, and lots of weight gain. She was found to have andyominos, cyst and polyps in her uterus. Since her hysterectomy she has lost 36 pounds, no longer suffer from all the above symptoms. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had severe cramping and heavy bleeding after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. These events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had uterine polyps, which could be an alternative explanation for her bleeding. Nevertheless, as the consumer recovered with devices removal; causality with essure cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.